Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign materials inside the tube and cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause the foreign material remaining in the device is unable to be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.